Manufacturer narrative:
The complaint was escalated for technical investigation and the results indicate that the units touch screen require calibration. Confirmed device functions correctly after calibration with 20 power cycles. However the device charging port is physically damaged and needs to be repaired. This issue was addressed on a split complaint. Device was repaired with parts supplied by the bu. Touch screen, nbp, and co2 got calibrated. Device functions are working correctly. A review of the risk management file was performed, and the potential severity is s2 has been identified in the risk document. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The reported problem was confirmed. The cause of the reported problem was not established. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
This report is based on information provided by philips personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the touch screen doesn't navigate where it supposed to.